Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using two prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly with the first prostyle device, a cuff miss occurred. A new prostyle device was attempted but after deployment, the device would not retract. When it was finally able to be retracted, the posterior foot plate was missing. Restricted flow was confirmed via angiography. A surgical cutdown was performed. A large chunk of plaque was removed with 3 fragments of the footplate stuck in it. The surgeon believes all foot plate pieces were recovered. Blood flow was restored after removal of the plaque chuck. Hemostasis was achieved via the surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Revised: visual inspections were performed on the returned device. The reported foot separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H6: type of investigation code 4115 removed.